Event description:
A 27g 1.5mm excell needle was used with 6cc syringe, after injection at right posterior shoulder blade upon removal the needle was not attached to hub and was embedded in client's tissue. It was unable to be retrieved. Client sent to ER.